Event description:
User reports inability to login to the pyxis anesthesia system in an effort to access general anesthesia medications.

Manufacturer narrative:
(B) (4). (B) (4). Additional data: per customer report - customer indicated that upon initial attempt to login to the pas device, the tutorial function which had been inadvertently accessed, prohibited user from exiting program to login.